Manufacturer narrative:
(B)(4): based on the manufacturing record review, all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviations or non-conformances (ncr) related to the customer claim were generated. No deviation related to the preloaded inserter system was reported. The results of the functional testing performed in this production order were found within specifications. A review of process manufacturing instructions in our change control system was done and does not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a surgeon noted a mark/scratch on the surface of an intraocular lens (iol) during implantation. As a result, the iol was removed and replaced witin the same procedure, which required the incision to be enlarged. The incision enlargement was not measured by the surgeon. There were no patient complications. No further information has been provided.